Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed asystole on the monitor when the printout showed vfib. There was no reported negative patient impact.